Event description:
The consumer normally travels in tilt. The tilt actuator allegedly collapsed, causing the consumer to be ejected forwards out of the chair. This allegedly resulted in a broken arm.

Manufacturer narrative:
MDR filed based on alleged injury. The consumer had contacted their local hospital care department alleging the system was in need of service. The consumer continued to use the chair, still in need of repair, until the alleged incident occurred. Additionally the consumer was not wearing a seat positioning strap. Current user guide covers these areas. As a courtesy device was replaced.